Manufacturer narrative:
The complainant was unable to provide the complaint device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of stones was performed on (B)(6), 2022. According to the complainant, during the procedure, the guide catheter snapped in two pieces and fell into the patient's duodenum. The broken pieces were successfully removed from the patient with a snare device. The procedure was completed successfully and there were no patient complications reported as a result of this event.